Manufacturer narrative:
The t:slim g4 cartridge user guide states, "change your infusion set every 48 to 72 hours as recommended by your healthcare provider". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). Reportedly, customer did not change supplies within the past three days. Customer declined to provide any further information on the reported event.